Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display during fill 2. The home patient (hp) had already cycled power to the hc machine and had the hc machine at stop setup. The technical service representative (tsr) explained the alarm and advised that she would have to start over with new supplies. The hp understood. The hp to start over with new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.